Manufacturer narrative:
The customer requested a log review to validate a suspected programming error related to a possible underinfusion of heparin between (B)(6) 2016. The pcu event log showed that at 10:38 pm on (B)(6) 2016 heparin 25000units/500ml was programmed to infuse at 12unit/kg/hr. The weight was entered as (B)(6). The infusion continued until 8:43 pm on (B)(6) 2016. The dose was changed twice, to 16unit/kg/hr and 18unit/kg/hr, and the device was channeled off and idle from 05:47am to 07:40am on (B)(6) 2016. The previous infusion was then restored and restarted. The infusion was paused and restarted multiple times with idle periods lasting from a few seconds to several minutes. From 03:56 pm to 3:57 pm the dose was changed to 20unit/kg/hr, 18unit/kg/hr and back to 20unit/kg/hr. The device was channeled off at 08:43 pm and the system was shut down. A total volume of 896.111ml was recorded as being infused. Since the intended weight for programming was not provided, the suspected programming error could not be confirmed. Although 3 boluses were reported by the customer to have been administered during (B)(6) 2016, no bolus doses were recorded in the event log and the event log had no related entries after (B)(6) 2016. Devices not received, log review only.

Event description:
The customer reported a possible under infusion of heparin during a continuous infusion with boluses. The infusion was intended to be initiated at 18 units/kg/hour and titrated based on ptt results. Although the last documented rate was 22 or 24 units/kg/hour, the pump showed 18 or 20 units/kg/hour. There is no report of patient harm. The customer requested a log review for a suspected programming error, specifically questioning whether the correct weight was entered.

Manufacturer narrative:
The customer requested a log review to validate a suspected programming error of a heparin infusion between the dates of 07 march 2016 and 10 march 2016, however the pcu event log received had no entries after 08 march 2016. The event log review ends when the device was channeled off on 08 march 2016. The pcu event log showed that at 10:38 pm on (B)(6) 2016 heparin 25000units/500ml was programmed to infuse at 12unit/kg/hr(15.8ml/hr) with a vtbi of 450ml and infused until 8:43 pm on (B)(6) 2016. The user changed the dose 5 times during the infusion. The volume recorded as being infused during this period was 896.111ml. The customer questioned whether the correct weight was entered. The weight was reported by the customer as (B)(6). The log shows the user entered (B)(6) for the patient weight instead of the reported weight of (B)(6).

Event description:
The customer reported a possible under infusion of heparin during a continuous infusion with boluses. The infusion was intended to be initiated at 18 units/kg/hour and titrated based on ptt results. The clinician in attendance noted the rate given in report was 20unit/kg/hr. And the actual dose infusing was 16 units/kg/hr. The rate was modified based on the ptt results and there is no report of patient harm. The customer requested a log review for a suspected programming error, specifically questioning whether the correct weight was entered.

Manufacturer narrative:
.